Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piezoelectric handpiece, part 05.001.401, hand piece for piezoelectric system, was getting 'too warm' during use. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review: lot 203965.007: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.